Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of an increase in lactate dehydrogenase (ldh) could not conclusively be determined. Lastly, the analysis of the log files provided by the account confirmed a slight elevation in power, and correspondingly flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files collectively contained data from 24jun2021 through 15jul2021. The files captured slight power and flow elevations. Some of the elevated power and flow values were captured during pulsatility index (pi) events. The pump speed remained above the low speed limit for the duration of the files and the pump appeared to be functioning as intended. The account later communicated that thrombus was not confirmed. They suspected thrombus due to the patient¿s known history of pump thrombosis. The patient¿s international normalized ratio (inr) goal was increased. No changes were done to the pump parameters and the patient refused imaging when the opportunity was offered. The patient¿s elevated ldh was treated with an anticoagulation drip. The account communicated that the cause of the slight increase in power was believed to be from the suspected pump thrombosis. The patient is not a pump exchange candidate until their abdominal aortic aneurysm (aaa) is repaired. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30sep2015 via customer order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous history of thrombosis reported under MFR # 2916596-2019-01084. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) in the 900s and there was concern for thrombus. The patient has a history of pump thrombosis. The log file captured a slight uptick in pump power over the course of the log that was above baseline powers in the 7 watt range, but not in excess of 2 watts. The highest power recorded was 7.3 watts. Pulsatility index (pi) remained relatively unchanged over the course of the log.